Event description:
It was reported to olympus that a video telescope was sent in for repair due to an image issue where only one color was visible. There was no patient injury or adverse event reported to olympus. This medwatch is being submitted to capture the reportable malfunction.

Manufacturer narrative:
The device was returned to olympus. The result of our investigation is consistent with the customer's description of failure. During inspection, oste detects varying-colored images (purple/green). By disassembling the device and testing the components individually, oste is able to trace the image error back to the r-unit. A manufacturing and quality control review was performed for the affected serial number without showing any non-conformities or deviations regarding the described issues. Olympus will continue to monitor the field performance of this device.